Event description:
A pt reported experiencing hyperglycemia while using a one touch meter. On event date, pt's blood glucose was 271 mg/dl on ot meter and 332 mg/dl on elite meter. Pt was experiencing headache, difficulty breathing and diarrhea. Two hours later pt was still not feeling well and paramedics were called. Paramedics transferred pt to emergency room where pt had blood glucose of 201 mg/dl on hosp meter of unknown brand and 170 mg/dl on ot meter. Pt was diagnosed with hyperglycemia. Pt had been controlling their diabetes by diet control. After the event, glucotrol was added for diabetes control. Pt has not provided any further info.